Event description:
It was reported that during the use of the device for a non-clinical activity, the perfusionist (ccp) was concerned that if the pump jam occurs during a case, there will be a delay in activating an alarm. The ccp does not like the large pumps's response to pump jams in the new software version 1.4, and wants the old 1.3 version reinstalled. There was no patient involvement.

Manufacturer narrative:
According to manufacturer clinical service, all current safety connections are unaffected by the software upgrade and still function appropriately. They will continue to use the pumps and will recognize the difference. Clinical service spoke with the ccp on (B)(4) 2014: the ccp explained they are long time users of system-1 and they never considered pump jam a nuisance, but actually a safety feature. They claim that if the roller occlusions are set properly (according to their protocol) they feel that pump jam is an early indicator of a high pressure spike in the arterial line of the cardiopulmonary bypass (cpb) circuit. A pressure spike (quick increase in pressure can occur if tubing kinks or the tubing is accidentally clamped. They claim, that the pump will jam during a high pressure spike. They set their roller occlusion quite tight, by watching for a slow pressure decay (of 1-2 mmhg drop per second when the tubing is clamped). If the pressure gets too high in the circuit (during this setting of occlusion) the pump will stop per their configured pressure limits, but they claim the pump jam feature gave them an early indication of high pressure. In theory, pump jam has nothing to do with high pressure generation or limitation, but this perfusion team is of this belief. The ccp did state that they are able to accommodate their clinical practice with the software upgrade and they understand the upgrade was done in regards to field action adn they understand the software can't be changed back. They have had no issues with completing cases and no issues with safety systems and/or pump connections. No cases have been delayed and no blood loss has been reported due to the software change. There has been no harm observed.